Event description:
It was reported that device embolization occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected for use. It was noted the patient had a shallow broccoli shaped appendage. The device was deployed, but there was concern about the device shoulder and stability of the tug test. The device shoulder was 1/3-1/2. Another tug test was instructed. The amount of shoulder on the device was still questionable, but the physician did not want to recapture or try another device, so it was released. The cardiologist put in an addition tee request, because the patient was experiencing some leg numbness after the case. The implanting physician canceled the tee and said "that had nothing to do with the watchman, this patient has a lot of issues." The next morning the device was found embolized and was floating around in the left atrium. It was percutaneously retrieved using a non-boston scientific retrieval device. Retrieval went smoothly and the patient was stable. There were no further complications.